Manufacturer narrative:
(B)(4). Additional tag® devices included in this report: tgt3115/7645936 (B)(4). The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, the IFU warns that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
This information was found during the four-year post-marketing surveillance (pms) of gore tag thoracic endoprosthesis in (B)(6). On (B)(6) 2010, the patient underwent debranching procedure to maintain blood flow to the branch arteries of the aortic arch. On (B)(6) 2010, the patient was implanted with two gore tag thoracic endoprostheses (tgt3715/06463487 and tgt3115/7645936) to treat a thoracic aortic saccular aneurysm. The patient tolerated the procedure. On (B)(6) 2010, a follow-up study revealed a type ii endoleak. Aneurysm diameter was 58mm. A wait-and-watch approach was taken to the endoleak. On (B)(6) 2010, the patient was discharged of the hospital. On (B)(6) 2010, in three-month follow-up study, the type ii endoleak resolved. Aneurysm diameter was 57mm. In two more follow-up studies, endoleaks were not revealed. Aneurysm diameter had shrunk to 53mm. On (B)(6) 2012, in two-year follow-up study, a new aneurysm was formed. Our devices were reported not to contribute to the new aneurysm. On (B)(6) 2013, in three-year follow-up study, aneurysm diameter had increased to 60mm with a recurrent type ii endoleak. A wait-and-watch approach was taken to the endoleak. Also, the new aneurysm was monitored. On (B)(6) 2014, in four-year follow-up study, aneurysm diameter was 60mm. Endoleaks could not be identified. The new aneurysm was still monitored. Patient information is described as follows: (B)(6). Pre-existing conditions: pulmonary disease, cerebrovascular disease, and heart disease.